Event description:
The explanted device was received for investigation. The user was not re-implanted at his request.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: based on available information the accidental fall described in the recipient report appears to have caused an open electrical circuit. However, due to the incomplete device received for investigation the exact location of the possible open electrical circuit could not be determined. Damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The explanted device was received for investigation. Additional information stated that the user fell on his head and lost all hearing sensation with the device afterwards. The user was not re-implanted at his request.